Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the distal region of the lead was found covered in body tissue. Calcifications are known to cause high pacing thresholds and is thus assumed to be the root cause of the reported clinical observation. Further analysis revealed cuts into the insulation 35 cm distal to the is4 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to high threshold numbers. No adverse patient events reported. Should additional information become available, it will be added to this file.